Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 497 mg/dl with high ketones. Ketone level was identified as life threatening by health care provider. Reportedly, the customer went to the hospital, was admitted to the intensive care unit and transferred to the cardiac arrest unit. Customer was treated with intravenous fluids of insulin, an iron infusion, treatment for low sodium, low magnesium and ¿other treatments related to ketones¿. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2021.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.